Event description:
It was reported that during a right upper lobe wedge resection, right upper lobectomy procedure, on the 2nd firing the device was loaded, jaws closed and inserted into patient's cavity. Device was opened in chest cavity and staple load fell off. Surgeon did not want to use device, so a new device was opened and used instead.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the tsw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.